Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to connect to the programmer, and unable to be interrogated. The health care professional (hcp) tried another programmer, and still was unable to interrogate the crt-d. The hcp got disconnected from the call with technical services (ts) and no further information was able to be obtained at this time. This crt-d remains in service and no adverse patient effects were reported.